Event description:
It was reported that a shuntassistant (part # fx102t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years. Height: 119 centimeters (cm). Weight: 16 kilograms (kg). Gender: female. Same patient / event as medwatch # 3004721439-2022-00218.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the vertical position. Internal inspection : after dismantling of the valve, no deposits were found in shuntassistant 2.0. Results: based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valve was operating within the specified tolerances. No malfunction could be determined during the examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.